Manufacturer narrative:
Although, there were no medical intervention needed and no permanent damage caused to the user, we eventually decided to report this event to FDA. Method - we evaluated the event by reviewing the history of the product on the market. Results - the user has developed allergic reaction to many products in past two years. Conclusions - this is a rare case.

Event description:
Customer reported, an employee with a history of recently acquired sensitivities wore the 1870 mask 2 times and developed itching, redness with significant welts and her lips were numb and tingling after wearing the mask for 20 minutes. Reportedly symptoms resolved 1-2 hours after the mask was removed, her lips were tingly the next day and eventually resolved. It was reported there was no treatment, she discontinued use.